Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported.

Manufacturer narrative:
Twenty cadd extension set was returned for analysis in good condition. The samples were received in unused conditions and with their original unopened packaging. Leak testing was performed using the hydrostat vessel and not leak was detected. A review of the manufacturing process was performed, and no discrepancies or non-conformances were found. No root cause has to be determined since the complaint was not confirmed.